Event description:
It was reported that 9000 bd enteral syringes had illegible scale markings. The following information was provided by the initial reporter: " the customer indicates that the syringes have a blurred scale in the indicated lot."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 9000 bd enteral syringes had illegible scale markings. The following information was provided by the initial reporter: " the customer indicates that the syringes have a blurred scale in the indicated lot."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: forty physical samples of 10ml oral/enteral sealed packages (p/n 305857) batch 1025001 were received and evaluated. All forty of the samples have severe ink smears on the major and minor grad lines in two or three different areas. The observed condition is non-conforming per product specification. Potential root cause for the ink smearing defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1025001 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 9000 bd enteral syringes had illegible scale markings. The following information was provided by the initial reporter: "the customer indicates that the syringes have a blurred scale in the indicated lot."